Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device lot number qkmede, and no non-conformances related to the reported complaint condition were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the needle kept popping off the sutures. The surgery, date of surgery and event occurrence are unknown. Additional information has been requested.